Event description:
It was reported to medtronic minimed that the customer received a pump error 4 (the motor arm cannot communicate with the main arm), and the pump got wet. The customer reported no adverse event. The event involved product(s) mmt-1715kl. Troubleshooting was performed for display issues, and the customer reported that the pump was flashing the medtronic logo on the display. Troubleshooting was performed for the pump error, and the customer was unable to clear the alarm. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1715kl was requested, and the customer responded that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using (thus software). Proceeded with the following testing to assure proper functionality of the unit. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test due to critical pump error (open book). The adapt tool was utilized to search for alarms that may have occurred in the past or during complaint calls that might trigger the reason complaint. The adapt tool reveals that pump error 53 alarms were found on (B)(6) 2025 20:20:37.000hour. During download review, pump error 53 alarm confirm in (adapt) and history download. File ID=2005 line ID=5632. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic assemblies. Per software engineering log investigation, it was determined that pump error 53 was trigger when pump attempts to re-initialized/establish communication due to unstable power to rf chip. During visual inspection, corroded electronic assembly was noted. Isolate to electronic assemblies. Unit also received with the following cosmetic damages: scratched case, pillowing keypad overlay, cracked keypad overlay, cracked case-corner of belt clip rails, battery tube threads - cracked and cracked case (battery tube). In conclusion, the unit came in with critical pump error alarm trigged by pump error 53. Pump error 53 was cause by software error, unstable power to the rf chip lead by corrosion found on electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.